Event description:
It was reported that the user had an incident on one of the patient units with a 14 fr foley last week. The inpatient nurses were unable to fully deflate the foley catheter balloon on a 14 fr bard non-latex foley. As a result, the patient had to go to the operating room and required a general anesthetic to have the foley removed (lot# unk). It was stated that the foley catheter to be removed. Balloon was deflated of 4cc liquid. It was also stated that unable to draw any further volume. The patient complained of pain with firm attempt to withdraw catheter and procedure halted. Ortho and urology paged and aware. Urology up to assess and attempt to remove catheter (nght1499) (lot# nghv3292). No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "valve damaged, poor molding,". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use." To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had an incident on one of the patient units with a 14 fr foley last week. The inpatient nurses were unable to fully deflate the foley catheter balloon on a 14 fr bard non-latex foley. As a result, the patient had to go to the operating room and required a general anesthetic to have the foley removed (lot# unk). It was stated that the foley catheter to be removed. Balloon was deflated of 4cc liquid. It was also stated that unable to draw any further volume. The patient complained of pain with firm attempt to withdraw catheter and procedure halted. Ortho and urology paged and aware. Urology up to assess and attempt to remove catheter (nght1499) (lot# nghv3292).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be "incorrect balloon design (balloon wall thickness excessive)". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had an incident on one of the patient units with a 14 fr foley last week. The inpatient nurses were unable to fully deflate the foley catheter balloon on a 14 fr bard non-latex foley. As a result, the patient had to go to the operating room and required a general anesthetic to have the foley removed (lot# unk). It was stated that the foley catheter to be removed. Balloon was deflated of 4cc liquid. It was also stated that unable to draw any further volume. The patient complained of pain with firm attempt to withdraw catheter and procedure halted. Ortho and urology paged and aware. Urology up to assess and attempt to remove catheter (lot# nght1499 and lot# nghv3292).